Event description:
It was reported in clinic notes received on (B)(6) 2011, that the patient was hospitalized for a suicide attempt in (B)(6) 2009. The notes indicated that no medications were added as a result of this. The patient also has a medical history of depression; however in the notes dated (B)(6) 2011 it was indicated that the patient's depression had improved. It is unknown if the suicide attempt is related to vns. Attempts for additional information are underway.

Event description:
Additional information was received indicating that the suicidal attempt was not related to vns. The patient was hospitalized at the time; however he is not suicidal now.